Manufacturer narrative:
It was reported that the syringe was found to be broken prior to use. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review and the syringe was observed to have a cracked barrel. No physical sample was returned for evaluation. Evaluation of retained samples identified no similar syringe failures. It is believe that low temperatures experienced by the product during shipping and/or at the reporting facility contributed to the observed syringe barrel cracking. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the syringe was found to be broken prior to use.